Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they are experiencing high and low blood glucose levels. Customer's blood glucose levels ranged from 40 to 400+ mg/dl. Customer stated that he found insulin pooled under his skin on after removing an old infusion set. Customer also reported issues with sensor glucose verses blood glucose differences. Customer declined to complete troubleshooting at the time of the call. Therefore, the root cause of his blood glucose issue could not be determined. Product is not being returned or replaced.